Manufacturer narrative:
H6: product analysis: visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The expanded tip outside diameter had a machined / turned finish. The outer and inner assembly were deformed in such a way that indicates the inner blade teeth impacted at the 3rd proximal valley while moving in a cw direction which resulted in the observed break. There was no evidence of concentricity issues or bend in the outer tube. There were signs of improperly loading the device into the handpiece however it is not likely related to the break since a torsional load would have been required to break the tip off; any significant torsional load to break the tip would only be present if the blade were fully engaged with the handpiece. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. A review of the xpi indicates production shall rotate the cutter assembly to verify that there is no resistance or unusual grinding noises. Additionally, there are checks for damage to the assemblies and components throughout the manufacturing process. The inner cutter and outer tube are supplier manufactured. The most likely underlying cause is consistent with supplier. H3: fdr 3221 / fdm 4114 / fdc 67 no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device broke apart and a piece went flying off during a right fess procedure. There was no patient impact.